Manufacturer narrative:
The lot number identified by the customer is listed on the product recall notification.

Event description:
The customer reported that during blood collection, blood started leaking from the device being used. The phlebotomist activated the push button and the needle (cannula) stayed in the patient's arm. The cannula was removed without causing any harm to the patient. There was no medical or surgical intervention required for the patient or the phlebotomist.